Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the post-operative evaluation, the right ventricular (rv) lead had dislodged and was in the middle cardiac vein. A lead repositioning attempt was made the next day, but the helix would not extend. It was suspected that the helix had fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to retract. The analyst noted that visual inspection found the drive shaft lug stuck behind the retraction stop. This is indicative of the connector pin being turned an excessive number of times during helix retraction. If information is provided in the future, a supplemental report will be issued.